Event description:
Customer reported that the nurse call cable does not sound at the nurse's station. The issue was discovered during setup, but the date is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed that the unit powers up, but the nurse call light does not come on at the nurse call test fixture when weight is off the sensor pad. (B)(4).